Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly the customer had missed a meal bolus and had also disconnected the tubing from the pump's cartridge. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.